Manufacturer narrative:
Citation: mangieri et al. Chimney stenting vs basilica for prevention of acute coronary obstruction during transcatheter aortic valve replacement. Jacc cardiovasc interv. 2024 mar 25;17(6):742-752. Doi: 10.1016/j.jcin.2024.01.007. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding prevention of acute coronary obstruction during transcatheter aortic valve replacement (tavr). The study population included 168 patients who were predominantly female with a mean age of 80 years.  Multiple manufacturer¿s devices were implanted in the study population.  Eleven patients presented with a degenerated medtronic freestyle (n=6), mosaic (n=1), hancock (n=1) surgical or a corevalve (n=3) transcatheter bioprosthetic valve.  One hundred ten patients received a new medtronic corevalve (=2), evolut r (n=107), or evolut pro (n=1) bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: valve-in-valve, myocardial infarction, cardiac tamponade, stroke, bleeding or vascular complication, acute kidney injury, valve migration, arrhythmia requiring permanent pacemaker implant, moderate paravalvular leak, and conversion to open surgery.  No further information was provided pertaining to medtronic products.